Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected and alarmed "disc/sense". There was no flow was detected at the gas outlet port. Bench testing revealed a malfunctioning turbine. Troubleshooting of turbine revealed it had seized. Internal inspection of turbine assembly revealed the presence of an unknown contaminant was causing the reported issue. Vyaire medical replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator had no flow. There was no report of any patient involvement associated with this reported event.